Event description:
Caller reported a sensor malfunction indicated by cgm error 42. There was no adverse impact to the customer's blood glucose level. After resetting the pump, the error did not reoccur, and the caller was able to successfully start their sensor session.